Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus field service engineer (fse) was already on site to perform an oer-pro to oer-elite pre-site inspection. The fse verified the issue and informed the customer that replacement parts would be needed. The fse replaced the components. After successfully replacing the components, the unit was repaired and verified according to original equipment manufacturer's instructions. Software attributes were confirmed. The covers of the oer-pro were not removed, so an electrical safety check was not required. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the grey connector and gasket on the endoscope reprocessor were broken. No patient harm was reported.